Event description:
Additional information from the manufacturer representative (rep) reported the healthcare professional (hcp) made several attempts to pass the lead, but could not get past the set screw. The hcp loosened the set and was able to pass the lead, but when attempting to tighten the screw it was stripped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the lead would not pass into the implantable neurostimulator (ins) and the hcp loosened the set screw, the lead passed, the hcp attempted to tighten and the screw was stripped. The rep reported the issue was resolved at the time of the report. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ipg 3058 ((B)(4)) was returned and analysis found the ins stim set screw was cross threaded and damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.